Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings: during investigation, the pump audio measured within specifications. All audio settings were set to high except the normal bolus which was set to medium and the temp basal audio was set to off. The pump was opened to find no defects to the piezo or the vibration motor. The complaint of no audio/vibration was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, and from below the bumper traveling toward the case seal.